Event description:
It was found that stents were obstructed and one stent was fractured. The patient presented with jaundice in 2003. Computed tomography and ultrasonography on admission demonstrated dilation of intrahepatic bile ducts and a mass in the lower common bile duct. Endoscopic cholangiography demonstrated an obstruction of the common bile duct, and an external biliary drainage catheter was left in place. The patient refused tumor resection, but underwent placement of a smart stent (n1080tbr/50103065) measuring 10mm (diameter) by 80mm (length) as soon as the cholestasis had resolved. Ten months after stent insertion, the patient again presented with jaundice. Computed tomography and ultrasonography revealed dilation of the intrahepatic bile ducts. Endoscopic cholangiography demonstrated an obstruction of the stent (n1080tbr/50103065), and a second external biliary drainage catheter was left in place. As soon as the cholestasis had resolved, two more smart smart stents (n1080tbr/x0503002 and n1060tbr/50703209) were inserted, one measuring 10mm (diameter) by 80mm (length) and the other measuring 10mm (diameter) by 60mm (length). Four months after, the patient presented with loss of appetite and vomiting. Endoscopic examination revealed stenosis of the duodenum due to invasion of the common bile duct carcinoma. Gastrojejunostomy was performed a month later.

Manufacturer narrative:
In 2004, the patient presented with jaundice and pyrexia. Computed tomography and ultrasonography revealed dilation of intrahepatic bile ducts, and a fracture of one of the stents was discovered on plain x-ray films. Percutaneous transhepatic cholangiography demonstrated fracture of the stent at the papilla of vater and obstruction due to tumor ingrowth. Subsequently, two smart stents measuring 10mm (diameter) 80mm (length) were placed into the fractured stent with the one-step insertion technique. The drainage catheters were left in place after surgery and were removed after stent patency was confirmed 3 days later. Please note that the information received specified that smart stent (n1080tbr/50103065) was obstructed; however, when patient returned for the second time there was evidence of a stent fracture and obstruction. Which of the three stents was fracture and obstructed is not specified. Therefore, all three stents that were possibly involved are being reported for obstruction and fracture. This product will not be returned for evaluation and testing. Additional information will be sent within 30 days upon receipt. This is one of three products involved with the reported adverse event, which is associated with mfg report #9616099-2006-01009 and #9616099-2006-01011.